Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Another device set was opened and the remaining fifteen (15) locking caps were implanted with no additional intr-operative events and no additional medical intervention. The patient status at the end of surgery was noted to be stable. Concomitant medical products: countertorque (part # 03.632.049, lot # unknown, quantity 1); torque limiting handle (part # 03.620.061, lot # unknown, quantity 1).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed on part #03.632.002 lot # 9824246: release to warehouse date: 30 nov 2015, expiration date: na, manufactured by synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a lumbar spine surgery performed on (B)(6) 2017, the tip of two t25 stardrive screwdriver (standard) shafts were stripped while tightening locking caps. There was a five (5) minute surgical delay due to the difficulties encountered intra-operatively with the devices. There were no fragments generated. The surgery was successfully completed with a like device with no harm to the patient. There is no patient information available. Concomitant medical products: locking caps (part # unknown, lot # unknown, quantity unknown). This is report 1 of 2 for complaint (B)(4). .